Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the patient disconnected from the setup improperly causing a leak. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides instruction on how to properly disconnect from the cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient thought they were done with peritoneal dialysis therapy and prematurely disconnected from the setup. The premature disconnection resulted in fluid leaking on the floor. The caregiver clamped off the line and explained that the fill phase had just begun so they did not believe the patient filled with a lot of fluid before disconnecting. The technical service representative advised the caregiver that the patient was able to proceed to the fill phase to continue therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.